Event description:
Related manufacturer reference number: 2017865-2022-02103, related manufacturer reference number: 2017865-2022-02239, related manufacturer reference number: 2017865-2022-02240. It was reported a patient deceased, the cause was unknown. There were no allegations regarding the patient's implantable cardioverter-defibrillator (ICD), right atrial lead, right ventricular lead, or left ventricular lead.